Event description:
Reporter indicated that a patient was experiencing a recent increase in seizure activity. It is not known if the seizures are greater than pre-vns baseline levels. The patient remains on vns therapy. No further info is known. Attempts to get further info have been unsuccessful.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.